Manufacturer narrative:
Phone number (e1): (B)(6). This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph / pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2015 to the lower abdomen with a coolmax applicator and to the bilateral upper abdomen with a coolfit applicator. They were treated on (B)(6) 2015 to the bilateral lower abdomen with a coolfit applicator. The patient developed paradoxical hyperplasia (pah / ph) 12 weeks after treatment. The patient was diagnosed with pah in the upper and lower abdomen. The upper abdomen tissue was described as denser, bulkier, and different than surrounding untreated tissue. The lower abdomen tissue was described as soft, bulkier, and different than surrounding untreated tissue.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2015 to the lower abdomen with a coolmax applicator and to the bilateral upper abdomen with a coolfit applicator. They were treated on (B)(6) 2015 to the bilateral lower abdomen with a coolfit applicator. The patient developed paradoxical hyperplasia (pah/ph) 12 weeks after treatment. The patient was diagnosed with pah in the upper and lower abdomen. The upper abdomen tissue was described as denser, bulkier, and different than surrounding untreated tissue. The lower abdomen tissue was described as soft, bulkier, and different than surrounding untreated tissue.